Manufacturer narrative:
(B)(4). (B)(6). Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available. Discarded.

Event description:
It was reported that the device would not seat properly with mating implant. A new device was used to complete the procedure. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.